Event description:
It was reported that the patient underwent an uneventful ion biopsy procedure and was discharged home the same day. The patient expired the following day at home. The patient was being treated for right lung stage 3b cancer. Robotic navigation with fine needle aspirations and forceps was performed. There were no signs of active bleeding in the airways at the end of the procedure. A chest x-ray post procedure did not show any signs of a pneumothorax. The patient was discharged from the pacu and went home the same day. Later that same night, the patient complained of some chest tightness, but not worsening dyspnea. The next morning, the patient was found unconscious and without a pulse. The patient was reported to have multiple comorbidities, including pneumonitis, chronic obstructive pulmonary disease, and hypertension with left ventricular hypertrophy. The physician did not know the cause of death, but suspected either a pulmonary embolism, heart attack, or chronic hypercapnic respiratory failure.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that given the available data, the event was not device related but it is possible the event may have been procedure related in a patient with numerous significant medical comorbidities including prior lung cancer complicated by pneumonitis, chronic obstructive pulmonary disease (copd), morbid obesity with obstructive sleep apnea on continuous positive airway pressure (CPAP), and hypertension with left ventricular hypertrophy. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. ---facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. ---kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. ---brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.